Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI; upn: m365db12160; model: db-1216; serial: (B)(4); batch: 533456. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(4); batch: 7097872.

Event description:
It was reported that the patient experienced an infection near the extension site on the right side of their head. The patient also experienced redness and was treated with antibiotics. The patient underwent a revision procedure and the implantable pulse generator (ipg) and lead extensions were explanted. The physician assessed the infection as not being related to the device. The devices were removed as a precaution by the physicians team, as the infection was growing around the cranial incisions. The explanted devices were discarded by the facility.

Event description:
It was reported that the patient experienced an infection near the extension site on the right side of their head. The patient also experienced redness and was treated with antibiotics. The patient underwent a revision procedure and the implantable pulse generator (ipg) and lead extensions were explanted. The physician assessed the infection as not being related to the device. The devices were removed as a precaution by the physicians team, as the infection was growing around the cranial incisions. The explanted devices were discarded by the facility. Additional information was received that all implanted devices were explanted and the patient is fully recovered.

Event description:
It was reported that the patient experienced an infection near the extension site on the right side of their head. The patient also experienced redness and was treated with antibiotics. The patient underwent a revision procedure and the implantable pulse generator (ipg) and lead extensions were explanted. The physician assessed the infection as not being related to the device. The devices were removed as a precaution by the physicians team, as the infection was growing around the cranial incisions. The explanted devices were discarded by the facility. Additional information was received that all implanted devices were explanted and the patient is fully recovered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).